Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of multilayer bag in which operator found "chambers between lipid & amino acid have erupted" was confirmed during sample evaluation. Actual sample wasn't available for evaluation; however, photograph was available for visual inspection. Visual inspection revealed that the amino & lipid chambers were activated. No other test was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Pharmacist of the facility reported to baxter (B)(4) of a multilayer bag in which operator found "chambers between lipid & amino acid have erupted". It is unknown when the reported condition occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.